Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient presented in the emergency room on (B)(6) 2014, with reports of headaches and intermittent pain around the implant site. The patient was prescribed oral antibiotics. The implanted device remains.